Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and corroded battery tube.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 78 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.